Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the coil-assist stent was being used in an anterior communicating artery (acom) aneurysm embolization procedure. The stent introduced into the catheter without incident; however, when the physician tried to deploy it, the stent would not open distally. The physician then tried to recapture the stent and was not able to. The physician removed the entire stent/catheter system and use a different device to complete the procedure. There was no report of injury to the patient, who was reported in a stable condition.